Event description:
Pt was discharged to home without injury. Blood culture was taken from the broviac tubing, but not another extremity so unable to assess if systemic. Four days atelectasis noted, but physician felt that if not within 3 days, wasn't associated with event. Device was not taken out of the child. Not medical personnel who did this. Tubing pops out from the button a lot which creates problems when used with small children. Facility is concerned that the cvc device accepted the male end of the feeding tube so increased risk for this type of event to occur. Access for infants is so close to gi button that this can happen, especially with pts going home with these devices, to be cared for by home health or family. No pt injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A DHR review is not possible, as no manufacturing lot number has been provided by the complainant.